Event description:
It was reported that 1 device was used during an unk procedure. It was reported by the affiliate that the ez45g instrument fired twice and then failed. No other details available at this time. More info to follow. 2/18/1999 additional info from affiliate. During a video assisted pleurectomy and wedge resection of the right lung, the ez45g fired twice correctly. After using the second reload, the device misfired. The operating room time was extended 5 minutes.